Manufacturer narrative:
It was not possible to match this event with any previously reported event. Section d information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Padalia, d., jassal, n., patel, s. Near death experience from placement of an intrathecal catheter. Pain physician. 2016;19(4):e621-623. Summary/reported events: a (B)(6) woman with medical history significant for stage IV breast cancer, l2 metastatic lesion, opioid tolerance, chronic neck pain, and low back pain was admitted to the hospital for intractable pain. She had failed multiple interventional procedures in the past including lumbar medial nerve radiofrequency ablation, epidural steroid injection, and trigger point injections, as well as a kyphoplasty at l2 level. She was having persistent cervical and lumbar spine pain that was radicular in nature. After failing both oral and parenteral opioid treatments, the decision was made to place an intrathecal pump in the patient. We decided to forego a formal intrathecal medication trial, as she was a cancer patient that had intractable pain and had failed all other treatment options. An intrathecal catheter was inserted at the l4-l5 level and the tip of the catheter was placed at the t11 level with no intraoperative complications. There was free flow of cerebrospinal fluid (csf) and no difficulty placing the catheter. No bolus of intrathecal medications was given and the intrathecal pump testing was normal. Immediately post-op, the patient became bradycardic with a heart rate in the 20s and experienced a 10 second pause. The patient was immediately admitted to the intensive care unit (ICU) and seen by cardiology. She was given 0.5 mg atropine with a good response with return to normal sinus rhythm. She underwent a bedside echocardiogram, which demonstrated normal ejection fraction with no evidence for structural or valvular heart disease. The patient denied prior occurrence of similar symptoms. Several hours after the procedure, the patient's heart rate was noted to be persistently bradycardic in the 30s to high 50s although she was asymptomatic. She was also started on isoproterenol overnight. The following day, after consulting with cardiology, the patient's implanted intrathecal pump was started to a dose of hydromorphone 3 mg/per day. Overnight the patient was noted to have persistent bradycardia with 6 - 8 second pauses. Consequently, the intrathecal pump was reprogrammed to the lowest possible dose and finally switched off. Despite it being switched off, the patient continued to have bradycardia with pauses. The following day the intrathecal catheter was removed. Overnight the telemetry demonstrated 2 additional asymptomatic shorter pauses from 2 to 4 seconds. Thereafter, the patient's bradycardia resolved and the patient no longer had any pauses. The pump site eventually became infected and the entire system was removed without complication.

Manufacturer narrative:
Updated date of event.

Event description:
Additional information received from the healthcare provider (hcp) indicated the case occurred sometime in 2014. No device information was available. The hcp noted the equipment was not tested after the patient developed an infection. The specific cause of the bradycardia/asystolic episodes was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.